Event description:
Clinical report states the patient had a dislocation that occurred 49 days after a cup and head revision was treated with closed reduction. The cup and head revision was performed for an adverse tissue reaction with aseptic loosening of an asr cup done at an outside institution. The stem previously implanted at the outside institution was retained.

Manufacturer narrative:
Clinical report states the patient had a dislocation that occurred 49 days after a cup and head revision was treated with closed reduction. The cup and head revision was performed for an adverse tissue reaction with aseptic loosening of an asr cup done at an outside institution. The stem previously implanted at the outside institution was retained. Doi: unknown dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.